Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 08/14/2020 investigation conclusion the customer reported the leaking was between the connection of the mz9313 trifuse extension set and mz1000-07 connector. Received were the following used samples- 1)maxzero connector model mz1000-07 lot unknown and 2)trifuse extension set model mz9313 lot reported as 18085980. Also received was a note with the written text "...pr 384200 384207". The samples were received attached: mz9313's male luer to mz1000-07. The as-received samples were visually inspected for damages to the components. No obvious issues were observed. Functional testing was performed by attempting to push fluid through one of the set's three maxzero connectors using a lab syringe and a lab needle attached to the end of the mz1000-07 connector. Fluid was observed leaking at the engagement of the set's male luer and mz1000-07 connector. No other leak was observed. The fluid push was repeated through the set's remaining maxzero connectors. The leak from the same area was still observed and no other leaks were observed. The mz1000-07 connector was manually detached from the set. Visual inspection of the connector observed a crack along its female end. The crack was along the top of the connector and extending along the collar threads in the direction of fluid flow. No other damage was observed. The crack is considered as evidence that the integrity of the maxzero body may have been compromised. Previous extensive investigations on similar complaints and on unused maxzero connectors have shown the identified probable cause for the crack may be due to the integrity of the maxzero connector material becoming compromised and degraded due to the effect of isopropyl alcohol based disinfecting agents. Other factors such as high hoop stress or outside force from use and over-tightening placed on the maxzero connector either during connection or disconnection with a mating component or tool, use conditions such as application of aggressive disinfectants/cleaning agents, extended use and repeated connection/disconnection of the component may also contribute to the observed cracking. The device history record for model mz1000-07 could not be performed due to the specific lot number not being provided. The customer's report of a leak was confirmed. The cause of the leak was due to the observed crack along the mz1000-07 maxzero connector's female access. The root cause of the observed damage was not identified. H3 other text : see h10

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: I need to report another issue with leaking from overnight. The leaking was between the connection of the mz9313 and mz1000-07 on one of the lumens of a double lumen uvc. As expected, we are seeing leaking again now that our central line usage is back up. Per the report: sterile tubing/fluid change for double lumen uvc performed at 2030 on (B)(6) 2020. At approximately 2300 on (B)(6) 2020, bedding was noted to be wet under uvc ports. Line was flushed with saline and noted to be leaking at trifuse connection with clc port. Both the trifuse and clc were changed with sterile technique, no further leaking noted. Tpn was infusing at 2 ml/hr and lipids at 0.37 ml/hr via the mz9313. The nursing staff did save the leaking products so that I can send them to you. The lot number on the 9313 is 18085980 however I don¿t have a lot for the 1000.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: I need to report another issue with leaking from overnight. The leaking was between the connection of the mz9313 and mz1000-07 on one of the lumens of a double lumen uvc. As expected, we are seeing leaking again now that our central line usage is back up. Per the report: sterile tubing/fluid change for double lumen uvc performed at 2030 on (B)(6) 2020. At approximately 2300 on (B)(6) 2020, bedding was noted to be wet under uvc ports. Line was flushed with saline and noted to be leaking at trifuse connection with clc port. Both the trifuse and clc were changed with sterile technique, no further leaking noted. Tpn was infusing at 2 ml/hr and lipids at 0.37 ml/hr via the mz9313. The nursing staff did save the leaking products so that I can send them to you. The lot number on the 9313 is 18085980 however I don¿t have a lot for the 1000.